Event description:
Dislocation of cup liner from shell, reported by surgeon. Event took place with hip dislocation by patient while excercising. A closed reduction was performed at emergency medical facility, it is not known whether liner disassociated secondary to closed reduction, or causative of dislocationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.